Event description:
A malfunction on the customer's insulin pump was reported, with no notable events preceding this issue. There was no adverse impact on the customer's blood glucose level. The customer previously experienced the same malfunction and contacted technical support multiple times without resetting the pump. Corrective actions included a pump reset by technical support and the sending of a replacement pump with updated software. The customer was advised to return the malfunctioning pump to tandem within ten days and given instructions for setting up the replacement. The customer acknowledged all instructions and agreed to continue using the current pump as backup therapy.